Event description:
It was reported the broken screw driver was found in the loaner kit by the warehouse team during check in, after the producrt was received. The customer's sterilization service confirmed by telephone the loaner kit was used for a surgery, that the instrument was returned back to zimmer biomet in the kit, but no impact on patient or no incident during the surgery was reported to the service.

Manufacturer narrative:
(B)(4). G2: france. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the drivers have the hex features fractured off, with not all pieces returning. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Complaint is confirmed from the returned devices. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.